Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturer report # 2916596-2021-00487. It was reported that a log file review was requested. The date range of the log was from (B)(6) 2020 at 8:33 to (B)(6) 2020 at 9:16. The file captured driveline fault events on (B)(6) 2020. On (B)(6) 2020 the file captured speed drops less than the low speed limit and pump stops while connected to battery power. The log file ends with the driveline disconnected. Log file shows the patient was sleeping on battery power which is not recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file. The system controller was not returned for analysis; however, a log file (a1071212) was submitted for review with events spanning approximately 34 days (05aug2020 ¿ 08sep2020 per time stamp). Driveline fault alarms were active between (B)(6) 2020 at 09:01:40 ¿ 09:15:12 and were coincident with yellow wrench advisory alarms. Phase 2 was captured to be slightly higher than phases 1 and 3. The driveline was disconnected at on (B)(6) 2020 09:16:35. Multiple good faith efforts were sent to retrieve additional information regarding what the serial number of the system controller is, the cause of the driveline faults and speed drops, and why the driveline was disconnected; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate ii IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault, no external power, and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.